Event description:
It was reported that suture placement was attempted in the left common femoral artery using proglide devices prior to an aortic abdominal aneurysm repair. The arteriotomy was 8 fr. Reportedly, during proglide deployment a posterior cuff miss occurred. Another proglide was deployed and the sutures set aside to perform the index procedure. The sheath size was upsized to 18 fr to perform the index procedure. At the end of the procedure hemostasis was achieved with the pre-placed sutures of a total of 2 proglide devices. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported event of a cuff miss was not confirmed because not all key components were returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.